Event description:
This case was reported by a consumer and described the occurrence of -almost choked- in a male pt who received gsk toothbrush (aquafresh gel-flex toothbrush soft) toothbrush for an unk drug indication. A physician or other health care professional has not verified this report. On an unk date, the pt started gsk toothbrush (dental). At an unk time after starting gsk toothbrush, the bristles on the toothbrush became loose (pharmaceutical product complaint) and the pt almost choked. This case was assessed as medically serious by gsk. Treatment with gsk toothbrush was discontinued. At the time of reporting, the events were resolved. MFR's comment: the MFR report number for this case is 9615008-2008-00001. Aquafresh gel flex soft toothbrush is manufactured in other country. The lot number for this product is available and quality testing is pending.